Event description:
A report was received that there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint was confirmed. The antenna coil became dislodged from the lcp frame, and one of the coil ends was fractured at the solder site. Excessive stress and/or fatigue on the wire where it is soldered to the pin are the result of movement between the coil and the frame.

Event description:
A report was received that there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.